Event description:
The healthcare provider (hcp) reported having difficulty filling or aspirating the reservoir. The hcp was expecting 4ml and was only able to aspirate 1 ml, the actual residual volume was less than the expected residual volume, arv: 1ml erv: 4ml. The hcp then tried to fill the pump and was only able to fill 17ml into the pump. The hcp then tried aspirating again and was only able to aspirate 17ml. A new syringe was put on and the hcp was not able to get any additional drug out of the pump. The hcp did not see any air bubbles towards the end of aspirating the drug. The pump was used to deliver bupivacaine and morphine. Interventions, patient symptoms or patient outcome not reported. Further follow-up was being conducted to obtain information. If additional information is received a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).